Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on anterior and opening striated in the anterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease smooth opening on anterior assessed to a fold flaw opening. A striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.